Event description:
Affiliate reported that after implantation, the icp sensor showed about 100mmhg. The surgeon suspected an inaccurate reading and revised the device. The new sensor showed about 7mmhg. Monitoring continued with the replaced device.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that this complaint has been evaluated by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter material mashed and twisted 5cms from sensor case. Catheter material mashed 20cms from sensor case. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation the supplier was unable to confirm the difficulty reported by the customer. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.